Manufacturer narrative:
According to the investigation, the technician found the bed in the maintenance shop. He was told that maintenance had found a loose bolt on the right siderail which is what held the latch on. They put locktite on the bolt and tightened it back up.

Event description:
A patient was found on the floor at the foot of the stretcher. She had a cut on her head which required stitches. The right siderail was up the last time the patient was checked, but was down when she was found on the floor.